Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, multiple alarms were generated. It was reported that treatment was run without anticoagulation. According to the reporter, the prismaflex set ¿became empty of blood¿, the thermax bag was ¿sucked dry¿ and the deaeration chamber became empty. The air, however, did not reach deaeration chamber, so no alarm was generated. Treatment was terminated without the extracorporeal blood being returned to the patient. It was reported the patient received one red cell pack blood transfusion. According to the reporter, the nurse observed clots in the set once treatment stopped. Treatment was restarted with an anticoagulant solution. The prismax machine was sent to the facility¿s biomed, and no malfunction was found. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.